Manufacturer narrative:
An event regarding implant loosening involving gmrs femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left distal femoral replacement was revised due to loosening. All components except the tibial baseplate were revised. Intra-operatively, the surgeon decided to cut through the stem, and ream the rest of the stem out. Replacement implants included a gmrs bowed pressfit stem (for proximal femur) implanted into the distal femur. Upon reduction, the distal tip of the stem (which was now pointing proximally) went through the patient's bone. Because the surgeon did not want to extend anesthesia longer than strictly necessary (case time was 4-5 hours at this point), cables were added and the patient was closed with the intention of adding a plate the next day. From the intra-op fracture to completion of cabling, 30-45 minutes were added to the case time. Rep confirmed that no further information will be released by the hospital or surgeon.